Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the reload was passed to the table, when it was mounted to the handle, it did not activate. It cannot be closed and cannot be triggered. The surgeon was unable to press the green button and unable to squeeze the handle. A new reload was used that staple normally. There was no patient injury.